Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test. Device received with cracked battery tube threads, cracked case, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address or serial number label and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump act button was unresponsive. The patient's blood glucose at the time of incident was 7.9 mmol/l. No further details were given. The insulin pump will be returned for analysis.